Manufacturer narrative:
Calibration was due at the time of sample 2 on (B)(6) 2021. Calibration was performed after 9:00 a.m. On (B)(6) 2021. Qc was acceptable. The sample clotting time may have been too short (approximately 10 minutes in the laboratory and the time from the operating room to the laboratory); the specific timeframe could not be provided by the customer. Instrument maintenance was up to date. On (B)(6) 2021 the field service engineer (fse) visited the customer site and preventively replaced the measuring cell and completed instrument performance testing with acceptable results. Based on the information available, a general reagent issue has been excluded. The investigation did not identify a product problem. (B)(4).

Event description:
We received an allegation of a questionable low result for 1 patient tested for elecsys pth stat immunoassay (pth stat) on a cobas e 411 immunoassay analyzer. The low result reportedly occurred during intraoperative measurements and the patient¿s surgery was cancelled and rescheduled due to the result. On (B)(6) 2021 the initial result (sample 1) was reportedly 945.60 pg/ml. On (B)(6) 2021 a new sample was obtained at 8:57 a.m. And the result was reportedly 807.70 pg/ml. A new sample was obtained at 11:13 a.m. And the result was reportedly 1.2 pg/ml. Based on the low result, the surgery was cancelled. A new sample was obtained at 3:53 p.m. And the result was reportedly 626.50 pg/ml. This result was believed to be correct. Due to this result, the physician questioned the low result from sample 3. At 4:15 p.m sample 3 was repeated and the result was reportedly 760.10 pg/ml. This result was believed to be correct. On (B)(6) 2021 a new sample was obtained at 7:36 a.m. And the result was reportedly 655.90 pg/ml. This result was believed to be correct. On (B)(6) 2021 a new sample was obtained at 8:04 a.m. And the result was reportedly 830.80 pg/ml. This result was believed to be correct. On (B)(6) 2021 a new sample was obtained at 10:04 a.m. And the result was reportedly 575.30 pg/ml. This result was believed to be correct. On the day of the re-scheduled surgery ((B)(6) 2021) a new sample was obtained at 9:36 a.m. And the result was reportedly 680.40 pg/ml. A new sample was obtained at 10:32 a.m. And the result was reportedly 179.40 pg/ml. The timing of the operation was requested (e.g. Start time, end time) but was not provided. The patient was fine after the surgery on (B)(6) 2021. The following results were reportedly obtained after the surgery: (B)(6) 2021: 30.6 pg/ml, (B)(6) 2021: 10.19 pg/ml, (B)(6) 2021: 36.32 pg/ml, (B)(6) 2021: 101.10 pg/ml. The patient was released from the hospital with the result of 101.10 pg/ml and a new surgery was reportedly planned due to identifying a new adenoma. The date of surgery is not known. The e411 analyzer serial number was (B)(4).

Manufacturer narrative:
The initial report stated: "a new sample was obtained at 11:13 a.m. (Sample 3) and the result was reportedly 1.2 pg/ml." This should state: "a new sample was obtained at 11:13 a.m. (Sample 3) and the result was reportedly < 1.20 pg/ml."

Manufacturer narrative:
The customer used a 13 mm sample tube with no rack adapter. Product labeling states: "always use roche rack cup adapters with 13 mm tubes." Although the specific cause of the event could not be determined, the investigation determined the event was consistent with a pre-analytical handling issue at the customer site.